Event description:
Customer reported that the insulin pump was exposed to fluid. She stated that she went swimming with the insulin pump and that it was supposed to be waterproof. After this, the buttons became unresponsive and the numbers began moving without input. She reported that there was fluid under the display screen. She stated that the insulin pump had not been dropped but the battery cap had been scratched up. The blood glucose reading was 474 mg/dl. Customer treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No number ramping anomaly was noted on the display. Moisture damage was noted on the electronic assembly. No moisture damage was noted on the motor assembly.